Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, lifted from the stent profile and stretched distally on the over the bumper tip. The stent was also found to have moved distally on the balloon. No damage was noted on the first three rows on the proximal side. The product stent protector and product mandrel were not returned with the complaint device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent was prepped with a 50cc syringe and a stop cock drawing a negative. After the device was prepped, it was set to neutral and the stop cock was then opened.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 20 synergy ii drug-eluting stent, it was noted that the stent was hanging off the edge of the balloon upon removal from the stent protective loop. The procedure was completed with another 2.50 x 20 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the stent was prepped with a 50cc syringe and a stop cock drawing a negative. After the device was prepped, it was set to neutral and the stop cock was then opened.